Manufacturer narrative:
(B)(4). On (B)(6), 2012 per the service report (B)(4) that is associated with this complaint, long term testing was performed and the reported event was not reproduced. The batteries were replaced as a precautionary measure. Functional testing and safety check to factory specifications was performed. (B)(4).

Event description:
On (B)(6), 2010 at (B)(6), the rotaflow console (rfc) serial number (B)(4) being used as an ECMO unit displayed an error message on the screen and shutdown. This event occured when the rotaflow was being used on battery while transporting a patient. (B)(4).